Event description:
The patient was ambulating in the walker with staff supervision. He twisted his body sideways in the ambulator, caught his heel on the base, lifting the base from the ground and the ambulator tipped over. The patient fell onto a tile floor face first, resulting in a fractured jaw. He was treated in a hospital emergency room. The patient is now on a liquid diet and receiving tylenol 3 every four hours. The patient is now confined to a wheelchair until fracture is healedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: design - inadequate, none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.